Manufacturer narrative:
No patient involvement as it occurred during servicing activities. After replacing the o2 mixer, the problem was resolved and the device functioned as intended. Hamilton medical ag case number is: cer 110185.

Event description:
The following was reported to hamilton medical ag: this c1 is a loaner device. It had not been used for a long time. Therefore, when preventive maintenance was performed, the measured value is about 93% even if the o2 concentration is set to 100%. O2inputtest of tsw is also ng. No patient involvement.